Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with mentor artoura smooth tissue expander has experienced postoperative deflation on an unknown side. The tissue expander tab at the 6 o'clock position was noted by the surgeon. As a result, the patient underwent explantation in (B)(6) 2019. The implantation date and explantation date were estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable.